Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 : 00599401792 - right size g cemented option femoral component femoral plastic cap must be removed prior to implantation - 62702927. 00598004702 - stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 62749108. 00598800626 - tibial block and screws precoat size 6 5 mm thickness - 60283727. 00598801014 - 14mm diameter 100mm length straight stem extension combined length 145mm - 37214671. 00598801215 - 15mm diameter 30mm length straight stem extension combined length 75mm - 62726930. 00599003710 - distal femoral augment block precoat may be used with posterior and/or anterior blocks size g 5 mm augment with screw - 62297146. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined this product should not have been reported under this complaint number as this product was previously reported under (B)(4) 1822565-2015-02666. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown femoral component - unknown. Unknown - unknown tibial component - unknown. G2 : foreign country : australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately one year post-op, the patient was revised due to a bearing screw backing out. Attempts have been made and all available information has been provided.